Event description:
Reportable based on the product analysis completed on (B)(4) 2012. It was reported that during prep for a rotational atherectomy treatment procedure, the rotawire stretched or unraveled. The 90% stenosed target lesion was located in the calcified, moderately tortuous mid left anterior descending artery (lad). The physician felt the tip of the rotawire was unraveled or stretched during preparation for the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that the distal end of the guide wire fractured.

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on the product analysis completed on september 14, 2012. It was reported that during prep for a rotational atherectomy treatment procedure, the rotawire stretched or unraveled. The 90% stenosed target lesion was located in the calcified, moderately tortuous mid left anterior descending artery (lad). The physician felt the tip of the rotawire was unraveled or stretched during preparation for the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed that the distal end of the guide wire fractured.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and tactile inspection was performed and found a fracture approximately 329.7cm from proximal end. Spring tip was stretched and damaged (bent). All the outer diameter measurements are within the specifications. The fractured section was sent to the mtac lab for analysis. After mtac lab results, the fracture occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).